Event description:
Received via voluntary medwatch: "pump stopped working and screen was blank at time of nursing visit. Pt 'nor'... Heard any alarm. When pump was turned on, it said nicad depleted. Pt had received about 1/2 of ... Tpn infusion when the pump stopped. 9 volts which were replaced previous day showed a voltage of 6.3 & nicad 3.3. Infusion rate was 40 cc/hr continuously. Pump manual says batteries should have lasted at least 43 hours not less than 24 hours."